Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh products. It was alleged that a mesh was removed due to a suspected infection and hernia repair. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplemental this report as appropriate if additional info comes to its attention.

Manufacturer narrative:
Investigation: review of manufacturing and sterilization records found no issues during manufacture or sterilization. A review of the medical records state that the pt had an open repair of an umbilical hernia with a mesh product. Two years later the pt developed an infection of the abdominal wall and had an explant of the mesh. The mesh was removed without problem. There were no adhesions. All cultures came back negative.